Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels, the highest bg level reported was 510 mg/dl. Cause was not known. Correction boluses and manual dose injections were delivered to address bg. Additionally, it was reported that the customer experienced intermittent low blood glucose (bg) levels. The only bg level provided was 49 mg/dl. Cause was not known. Customer consumed carbohydrates to address bgs. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.